Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail and the ipg was deemed inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced on (B)(6) 2018.